Event description:
Additional information received notes that the patient will continue to be monitored.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise over-sensing. No intervention was performed. The patient was in stable condition.